Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from the (B)(6) alleging an apply sample message issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an apply sample message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips were tested and the alleged complaint could not be confirmed. However, a secondary issue was observed where the test strips failed control solution testing high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, the subject meter has not been returned to lifescan.the 510 (k) # is k093745.